Event description:
The customer reported several instances of the product cracked and leaking. All of the cracked product was found on home care pts. There was no report of pt harm or medical intervention. No further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.